Event description:
Drive devilbiss is the initial importer of the device which is a bath bench. This report is being tendered in an overabundance of caution in response to an MDR regression analysis. The device was returned to the seller. We were unable to secure its return for evaluation. The unit collapsed while in use. The end-user hit his head and hurt his back. His physician noted that he may have suffered a light concussion.